Event description:
It was reported the sideport detached from the introducer and blood was noted in the sheath. The device was replaced with no consequences to the pt. Additional info was requested and is not available.

Manufacturer narrative:
Device evaluated by MFR - one 8.5f agilis introducer and one dilator were received for eval. Visual inspection of the returned introducer confirmed the extension tubing was detached. Further investigation confirmed there was no dried solvent on the tube or within the port. The root cause classification is consistent with mfg as the event is related to a mfg non-conformance. This device was manufactured prior to a quality improvement project that was initiated to address detachments of the stopcock assembly. Review of the device history record confirmed this lot met mfg requirements prior to shipment.